Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation., therefore no analysis of the device was completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as mr ID #2134265-2015-08694. It was reported that vessel perforation and death occurred. A kinetix moderate support .014" coronary guide wire was advanced. A quantum maverick rx 3.5 x15 coronary balloon was advanced. A promus rx 3.5x23mm stent was delivered. A non-bsc covered stent was advanced. During these attempts the rca was perforated. The patient began to bleed profusely during the procedure and CPR was initiated. The patient was then transferred and underwent emergency median sternotomy with repair or closure of the bleeding rca and possible bypass of the rca. Postoperative diagnosis was ruptured rca with intrapericardial hemorrhage, severe cardiogenic hypotensive shock and severe st segment depression requiring CPR and intubation with echocardiographic and clinical evidence for severe injury to the right ventricle. Patient remained hemodynamically stable for approximately 5-10 minutes but then deteriorated significantly. The patient's right ventricle became enlarged. The patient was transferred to the intensive care unit with stable hemodynamics and drainage of all areas of bleeding. The patient continued to bleed and from midnight to 6:00 am the patient's 5 chest tubes put out 14,290 cc's of blood and patient was completely dependent on life support. Life support was withdrawn at the request of the family and the patient passed away.